Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of coil embedded near spine\piece of essure broke off in my uterus'), device dislocation into abdominal cavity ('piece of coil embedded near spine') and multiple episodes of pelvic pain ('horrible pelvic pain', 'pelvic left side hurts stab pain stsrts in pelvic shots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criterion medically significant), device expulsion ("piece of coil embedded near spine\piece of essure broke off in my uterus"), pruritus ("I stopped making jewelry my hands used to itch afterwards"), trigeminal neuralgia ("trigeminal neuralgia"), autoimmune disorder ("autoimmune disease"), abdominal distension ("stomach is big"), malaise ("sickness"), pain in extremity ("left leg and shoulder pain"), musculoskeletal pain ("shoulder pain"), the second episode of pelvic pain ("horrible pelvic pain"), peripheral nerve infection ("my spine nerve are infected inflamed"), neuritis ("spine nerves are inflamed"), device dislocation ("piece back towards spine"), allergy to metals ("highly allergic to nickle"), ovarian cyst ("cyst on ovaries"), adenomyosis ("adenomyosis") and facial pain ("facial pain") and was found to have uterine leiomyoma ("fibroid on uterus"). The patient was treated with surgery (hysterectomy and tube removed). At the time of the report, the device breakage, device dislocation into abdominal cavity, device expulsion, pruritus, trigeminal neuralgia, autoimmune disorder, abdominal distension, malaise, pain in extremity, musculoskeletal pain, the last episode of pelvic pain, peripheral nerve infection, neuritis, device dislocation, allergy to metals, ovarian cyst, adenomyosis, uterine leiomyoma and facial pain outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, autoimmune disorder, device breakage, device dislocation into abdominal cavity, device expulsion, facial pain, malaise, musculoskeletal pain, neuritis, ovarian cyst, pain in extremity, peripheral nerve infection, pruritus, trigeminal neuralgia, uterine leiomyoma, the first episode of pelvic pain, device dislocation and the second episode of pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query . Event neuralgia is updated to neuritis nos. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of coil embedded near spine\piece of essure broke off in my uterus'), device dislocation into abdominal cavity ('piece of coil embedded near spine') and multiple episodes of pelvic pain ('horrible pelvic pain', 'pelvic left side hurts stab pain stsrts in pelvic shots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), device expulsion ("piece of coil embedded near spine\piece of essure broke off in my uterus"), pruritus ("I stopped making jewelry my hands used to itch afterwards"), trigeminal neuralgia ("trigeminal neuralgia"), autoimmune disorder ("autoimmune disease"), abdominal distension ("stomach is big"), malaise ("sickness"), pain in extremity ("left leg and shoulder pain"), musculoskeletal pain ("shoulder pain"), the second episode of pelvic pain ("horrible pelvic pain"), peripheral nerve infection ("my spine nerve are infected inflamed"), neuritis ("spine nerves are inflamed"), device dislocation ("piece back towards spine"), allergy to metals ("highly allergic to nickle"), ovarian cyst ("cyst on ovaries"), adenomyosis ("adenomyosis") and facial pain ("facial pain") and was found to have uterine leiomyoma ("fibroid on uterus"). The patient was treated with surgery (hysterectomy, hysterectomy and tube removed). Essure was removed. At the time of the report, the device breakage, device dislocation into abdominal cavity, device expulsion, pruritus, trigeminal neuralgia, autoimmune disorder, abdominal distension, malaise, pain in extremity, musculoskeletal pain, the last episode of pelvic pain, peripheral nerve infection, neuritis, device dislocation, allergy to metals, ovarian cyst, adenomyosis, uterine leiomyoma and facial pain outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, autoimmune disorder, device breakage, device dislocation into abdominal cavity, device expulsion, facial pain, malaise, musculoskeletal pain, neuritis, ovarian cyst, pain in extremity, peripheral nerve infection, pruritus, trigeminal neuralgia, uterine leiomyoma, the first episode of pelvic pain, device dislocation and the second episode of pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of coil embedded near spine\piece of essure broke off in my uterus'), device dislocation into abdominal cavity ('piece of coil embedded near spine') and multiple episodes of pelvic pain ('horrible pelvic pain', 'pelvic left side hurts stab pain starts in pelvic shots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criterion medically significant), device expulsion ("piece of coil embedded near spine\piece of essure broke off in my uterus"), pruritus ("I stopped making jewelry my hands used to itch afterwards"), trigeminal neuralgia ("trigeminal neuralgia"), autoimmune disorder ("autoimmune disease"), abdominal distension ("stomach is big"), malaise ("sickness"), pain in extremity ("left leg and shoulder pain"), musculoskeletal pain ("shoulder pain"), the second episode of pelvic pain ("horrible pelvic pain"), peripheral nerve infection ("my spine nerve are infected inflamed"), neuralgia ("spine nerves are inflamed"), device dislocation ("piece back towards spine"), allergy to metals ("highly allergic to nickle"), ovarian cyst ("cyst on ovaries"), adenomyosis ("adenomyosis") and facial pain ("facial pain") and was found to have uterine leiomyoma ("fibroid on uterus"). The patient was treated with surgery (hysterectomy and tube removed). At the time of the report, the device breakage, device dislocation into abdominal cavity, device expulsion, pruritus, trigeminal neuralgia, autoimmune disorder, abdominal distension, malaise, pain in extremity, musculoskeletal pain, the last episode of pelvic pain, peripheral nerve infection, neuralgia, device dislocation, allergy to metals, ovarian cyst, adenomyosis, uterine leiomyoma and facial pain outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, autoimmune disorder, device breakage, device dislocation into abdominal cavity, device expulsion, facial pain, malaise, musculoskeletal pain, neuralgia, ovarian cyst, pain in extremity, peripheral nerve infection, pruritus, trigeminal neuralgia, uterine leiomyoma, the first episode of pelvic pain, device dislocation and the second episode of pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- autoimmune disorder, reporter was added. On (B)(6) 2020: social media received: newly added events- abdomen enlarged, reporter was added. On (B)(6) 2020: social media received: newly added events- sickness, leg pain, shoulder pain, reporter was added. On (B)(6) 2020: social media received- new event piece of coil embedded near spine were added. Symptom facial pain was added. Reporter was added. On (B)(6) 2020: social media received-new event horrible pelvic pain, my spine nerve are infected inflamed, spine nerves are inflamed, piece back towards spine,highly allergic to nickel, cyst on ovaries, adenomyosis, fibroid on uterus, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.